Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument failed the electrical continuity test, which explained why the instrument failed during energy activation. Upon further failure analysis, the instrument was found with a broken conductor wire at the proximal end of the instrument after the housing was removed. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted unspecified general surgical procedure, the fenestrated bipolar instrument was unable to coagulate. The customer stated that the system recognized the instrument when the surgeon was firing the instrument; but, it was unable to work. The customer changed the power setting, level of effect, and auto stop. The instrument was replaced by a backup instrument. The procedure was completed with no reported injury.